Event description:
It was reported that the patient's inflatable penile prosthesis (ipp) exhibited a cylinder tubing hole. A surgical procedure was performed to replace the preconnect. No additional information was provided.

Manufacturer narrative:
Model number/catalog number: 72404161. Serial number: n/a . Batch/lot number: 1100212762. Model/catalog description: reservoir 65ml pc. Unique identifier (UDI) #: (B)(4). The device is not available for analysis; therefore, no physical analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available the cause that contributed to the reported event cannot be established. Therefore, a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that the patient with an inflatable penile prosthesis (ipp) experienced pain, swelling, and discomfort in the scrotal area. Medication was attempted prior to surgical intervention. During a revision surgery, the physician confirmed the presence of an infection in the scrotal area. The device was explanted, and the area was irrigated. A tactra device was implanted. There were no further patient complications.

Manufacturer narrative:
Model number/catalog number: 720185-01. Serial number: n/a. Batch/lot number: 1100748003. Model/catalog description: reservoir flat iz 100 ml. Unique identifier (UDI) # : (B)(4). The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. There was no report of a device performance allegation. Pain, swelling, discomfort and infection are acknowledged within the dfu and are not related to off label use or failure to follow instructions. The reported patient symptoms of pain, swelling, discomfort and infection are known risk associated with this device type and indicated as such in the instructions for use. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.